Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turned on. The insulin pump was exposed to moisture. The customer getting motor error on the insulin pump that it started about a year ago. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted, unable to verify motor error or perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to blank display. The motor was tested outside the unit and passed.